Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead dislodged. It was also noted that the ra lead helix failed to be extended. The ra lead was not used and replaced during the procedure. There were no patient consequences.